Event description:
Procedure performed: sleeve bariatric surgery. Event description: [(B)(6)}. Description reported by sfda by email on april 29, 2026: "two cases of intra-operative and post-operative bleeding, resulting in prolonged hospitalization of patients for 3¿5 days. One case of sealing failure during surgery, leading to intraoperative bleeding. Feedback indicates a lack of confidence among bariatric surgery consultants regarding the safe routine use of the device." Description received from the field team member on may 2, 2026: "the device was being utilized for its intended purpose: tissue sealing and division during a sleeve bariatric procedure. At the time of the event, the device was being used on the target tissue. The generator indicated a completed seal cycle (audible/visual). The jaw was applied to the target tissue, and the operator engaged the activation button until the device cycle was complete, and the seal complete notification was received. Upon division of the tissue, the seal failed to achieve primary hemostasis, resulting in immediate bleeding." "Upon inquiry, the surgeon confirmed that no other energy-based devices. Only the voyant handpiece and standard manual graspers were used. Despite this, upon division of the tissue, the seal failed to achieve primary hemostasis, resulting in immediate bleeding." Patient status: intraoperative bleeding was noted after the application of the voyant seal. The patient subsequently experienced a decline in hemoglobin, requiring blood transfusions and a total hospital stay of four days. Intervention: requiring blood transfusions and a total hospital stay of four days.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.